Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was not returned in the original packaging. The t1/t2/suture were returned off the needle. The knot is tightened down. The actuator is in the pre-t2 position. There is some damage to the depth straw, there is bio debris on the needle. A functional evaluation was performed on the returned device and found it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, the fast-fix 360's t2 implant was deployed prematurely through the meniscus, after the t1 implant was deployed. Both implants were removed from the patient with tweezers. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.